Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, while trying to close the snare loop around the target polyp, so the physician could apply cautery to resect, the nurse heard the handle make a strange clicking sound. After that, the nurse was unable to completely close the snare loop around the target polyp and was also unable to open snare loop off of the target polyp. Reportedly, the nurse tried to troubleshoot the device by opening and closing the snare several times. The physician also tried to straighten the scope but the snare loop would not release from the target polyp so the physician had to cold snare the large target polyp which resulted in hematoma and a bleed that had to be treated with a resolution 360 clip to stop it. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fully recovered and there was no need for the patient to be admitted beyond the standard of care.